Manufacturer narrative:
Trackwise ID #(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro had an issue with co2 leaking from the btt port included with their vh-3000 kit. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected section: h3 - changed to device discarded. Trackwise # (B)(4). A lot history record review was completed for lots 25148496, 25148705, and 25148770 the last 3 lots shipped to the account prior to the event date. There were no ncmr's which could be considered related to the reported event recorded in the lot history. H3 other text : device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro had an issue with co2 leaking from the btt port included with their vh-3000 kit. A replacement device was used to complete the procedure. The hospital did not report any patient effects.